Event description:
It was reported that the pt stopped having access to sound on (B)(6), 2012. That day, the pt hit her head on the implant zone against the edge of the table.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.